Event description:
On june 21st 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the error message first appeared ¿after 5pm¿ on (B)(6) 2016. The patient manages their diabetes by self-adjusting their ¿lapidra¿ insulin dosage and stated that as a result of the alleged product issue they increased their normal dosage by an unspecified amount. The patient began to feel ¿hypoglycemic¿ right away and measured their blood glucose as ¿33mg/dl¿ on another unspecified meter at this time. The patient then ¿passed out¿ and was taken to hospital by the emergency medical services. The patient received treatment from the healthcare professionals in hospital however could not specify the exact treatment which was received. At the time of troubleshooting the csr walked the patient through a re-test and the issue remained unresolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.